Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level ranged from 90-198 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Device not returned.